Event description:
It was reported that the ventricular leadless pacemaker (vlp) could not be interrogated during an initial implant procedure on 24 jun 2026. Troubleshooting attempts included adding and moving stickers around to get a better window for interrogation which proved successful eventually. The impedance of the vlp was noted to be unstable, so the physician elected to use a different vlp which was implanted successfully. The patient was stable throughout the procedure.